Event description:
The surgeon reported via the sales rep that a male patient received an accolade stem, 36mm lfit head, trident shell and x3 poly liner in 2011 during a primary total hip arthroplasty. The surgeon reported that the patient has now presented with symptoms of trochanteric bursitis and also has raised metal ion levels. The surgeon reported that he intends to revise the patient on (B)(6) 2013 due to the personal circumstances of the patient. The surgeon reported that he suspects there is wear on the inside of the taper head junction.

Event description:
The surgeon reported via the sales rep that a male patient received an accolade stem, 36mm lfit head, trident shell and x3 poly liner in 2011 during a primary total hip arthroplasty. The surgeon reported that the patient has now presented with symptoms of trochanteric bursitis and also has raised metal ion levels. The surgeon reported that he intends to revise the patient on (B)(6) 2013 due to the personal circumstances of the patient. The surgeon reported that he suspects there is wear on the inside of the taper head junction.

Manufacturer narrative:
(B)(4). This event has been reported under MFR report for report #0002249697-2013-02006.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.